Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On 06/21/2024, the patient was vomiting, experienced chest pain, rapid heartbeat, hands were tingling and was severely dehydrated. The cgm reading was 200 mgdl. The patient self-treated with 5 units of insulin through her omnipod but the cgm reading didn't decrease. The patients fiancée brought her to the hospital and there they took a bg reading which was 400 mgdl and the cgm reading was 200 mgdl. The doctor treated her with intravenous (IV) medication, 5% dextrose (diabetes management) and 5 units of insulin IV. At the time of the report the patient was still experiencing some headaches but the bg readings went back to normal. The patient stayed overnight at the emergency room (ER) for monitoring. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of initial reported glucose values available to search within the parkes error grid calculator. However, the reported readings when the patient arrived at the hospital fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.